Event description:
It was reported by the customer: "the tip of the opes ablator eliminates blue paint and begins to coagulate." Further clarification has been requested from the customer regarding this statement. The pt was undergoing a rotator cuff repair and the surgery was delayed over 30 minutes. No further patient info is available at this time and no additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device is expected for evaluation, but has not yet been received. A follow up report will be submitted upon completion of the investigation.